Manufacturer narrative:
Qc was within the customer's established ranges on (B)(4) 2010. System check during this event met specifications. The customer is not questioning any other patient results. Service was not dispatched for this event since the questioned results are isolated to one patient.

Event description:
A customer contacted beckman coulter inc., (bci) regarding reproducible elevated troponin (accutni) results, above the ami cut off, generated by the access 2 immunoassay system on several samples from one patient. The results were reported out of the lab and physician questioned the results as they did not correlate with the patient's clinical picture. The patient was admitted to the hospital for observation on (B)(6) 2010. No other change to patient treatment was reported.